Manufacturer narrative:
Ref#: (B)(4).

Event description:
According to the reporter, the inner seal on the cannula had a break or tear in it and the dissection balloon would not inflate. There was no patient injury. The device was used as was.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The seal was cut. The reported condition was confirmed. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.